Event description:
During a complaint investigation, the customer obtained a higher than expected vitros tropi es result (0.094 ng/ml) on a known troponin I free sample, during a tropi es precision test, using a vitros eci immunodiagnostic system. The expected tropi es result on the troponin I free sample is <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. Patient samples were not processed while the precision test was outside of the precision guideline for tropi es and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros tropi es result was obtained on a known troponin I free sample processed on a vitros eci immunodiagnostic system. The investigation determined the most likely assignable cause of this result was unknown, however, improper analyzer maintenance could not be ruled out as a contributing factor. Following a proper cleaning of the incubator, which is a preventative maintenance procedure, acceptable vitros tropi es precision was observed.